Event description:
About 2 months ago the physician performed a laser procedure on a pt who now has developed a regional pain syndrome. The pt did fine initially and then developed pain starting at about 5 days. The physician thinks the onset of the pain is associated with the lase procedure but not caused by a defect in the procedure. The physician reported that the multi level procedure lasted several hours, that he had treated this syndrome before and felt comfortable that he know how to treat it.